Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, device was not detected on bus. The customer stated that there was a delay in patient care. As per part investigation, it was determined that module controller board failure was linked to fuse damage from a similar fault. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on part analysis: the report of the device not detected on bus was confirmed during fse testing subsequently validated in the dchu testing process. According to work order (B)(4), the fse replaced module controller and drawer controller boards; pharmacy verified resolution. System working as intended after the field service engineer resolved the issue. During dchu visual inspection: one pcba pmc v1.06/v0.09bl hh p/n 15163001 received with no signs of physical damage. One use 331392 01 pcba dwr cntlr v1.10/v1 p/n 151622 01 (s/n (B)(6)) received with no signs of physical damage. One use 331392 01 pcba dwr cntlr v1.10/v1 p/n 151622 01 (s/n (B)(6)) received with signs of physical damage. During dchu testing: the continuity test confirmed the issue; therefore, no further testing is required on the pcba pmc v1.06/v0.09bl hh. The use 331392-01 pcba dwr cntlr v1.10/v1 (s/n (B)(6)) failed the bench test indicating failure to components d501 and q501 and no further laboratory testing was conducted. The use 331392-01 pcba dwr cntlr v1.10/v1 (s/n (B)(6)) failed the visual inspection; therefore, no further testing is required. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the drawer malfunction was electrical damage to diode d501 and mosfet q501, likely due to a short circuit. The module controller board failure was linked to fuse f201 damage from a similar fault. Another drawer controller board showed a bent connector.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer not detected on the bus. The field service engineer (fse) collaborated with the pharmacy to replace the t-card and control card. The pharmacy performed testing and inventory verification, confirming successful resolution. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, device was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.